Manufacturer narrative:
A database analysis was completed and the battery discharge and charge profiles revealed no anomalies. The history counters show a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected.

Event description:
A report was received that the patient was experiencing pain at her ipg pocket site. Physician assessed that the ipg was not grounded enough, and the patient then underwent a revision procedure to relocate the ipg. Nothing will be returned as the device remains implanted.

Manufacturer narrative:
As the device involved in the complaint has not been returned device analysis could not be completed. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was experiencing pain at her ipg pocket site. Physician assessed that the ipg was not grounded enough, and the patient then underwent a revision procedure to relocate the ipg. Nothing will be returned as the device remains implanted.